Event description:
A surgeon reported that a glaucoma shunt was explanted due to poor filtration and a trabeculectomy was performed. Initially, the filtration had been good. Additional info was received from the surgeon who indicated that after the glaucoma shunt was implanted suture lysis (1 of 7) was performed because the intraocular pressure (iop) was not lowered as desired. Needling was subsequently performed due to bleb not constructed (bleb revision). The pt was started on glaucoma drops due to iop increase. Approx three months later needling was performed again. The surgeon noted during this procedure that the glaucoma shunt was not filtering, proceeded to explant it, and a trabeculectomy procedure was performed.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There was one similar complaint reported in the lot number. (B)(4).